Event description:
Information received regarding the explanted device notes that one day prior to the patient's death, her pacemaker was checked at a hospital with an old programmer. The device was in vvi mode at 65 ppm and there was no magnet response. Neither the patient nor the physician knew what type of device the patient had, so the physician sent her home. The physician later found out that the device was originally programmed to ddd mode, and suspected pacemaker malfunction.